Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 300mg/dl at its highest and a correction bolus was delivered to address the bg level. The contact stated that the customer has tried multiple infusion set types and continued to receive occlusions. A pump system check was performed using the current supplies and the pump performed as intended. No damage was noted to the cannula. A 5 units bolus test was performed and delivered without any occlusion alarms announcing. Tandem technical support (cts) reviewed the customer's pump data and found that the customer was not changing their cartridge per labeling, at times the customer would use cartridges up to 10 days.